Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced elevated blood glucose levels 427mg/dl along with shortness of breath. The patient awoke on (B)(6) 2011 at 1:30 am and noticed that the pump had no power. The patient indicated that his blood glucose levels were within range prior to going to bed. The patient indicated that the pump had powered off previously and he used tape to secure the battery cap onto the pump. The patient indicated that the battery cap is losing contact and that the battery cap threads are stripped. The patient indicated that he removed the yellow o-ring from the cap and put tape around the battery cap threads to hold the cap secure. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Multiple "replace battery" alarms were observed in the black box history. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 29 hours with no insulin delivery issues occurring. Evaluation revealed that the battery compartment is cracked, and there was corrosion observed inside the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.